Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Product not cleared in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient had a right shoulder procedure on (B)(6) 2014. Information was received from the surgeon that stated that the patient's joint was "overstuffed" which according to a design engineer can cause problems for the patient. No revision has been reported.